Event description:
It was reported that stent damage occurred. A 5.0mmx19mmx90cm express sd renal/biliary stent was advanced for treatment. However, the stent failed to cross the lesion and was unable to deploy. When the device was removed, the distal end of the stent strut was found to be lifted. The procedure was completed successfully. There were no patient complications reported.